Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history showed that the laser was verified successfully prior the date of report. At the visit on site after the day of treatment a company representative checked the device and did not identify a fault. The day of treatment was not available, therefore no specific review of the log file entry from the concerned treatment could be performed. The general review of the provided log file (from (B)(6) 2015 to (B)(6) 2015) showed: 98 treatments were performed. There was no system message displayed. The energy values were stable. On several days, the user did not perform the required energy check before each treatment. There was no indication for a product defect. The device history record (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. Additional information has been requested but not received. (B)(4).

Event description:
A healthcare professional reported undercorrection of a patient's left eye post lasik retreatment. Per the physician, the laser did not work . Additional information has been requested but not received. This is one of two reports for the same patient. This report is for the left eye.